Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Visual inspection revealed the screw returned was fractured at the thread closest to the drive feature. The complaint is confirmed. The device history record review for the screw lot did not indicate any presence of a manufacturing deviation that could contribute to the reported event. A definitive root cause has not been determined. (B)(4)